Event description:
It was reported by a customer in the USA that, during pt use, the 840 ventilator graphic user interface (gui) display went blank. Although requested, there is no add'l info available. There was no reported pt injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).